Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shocks and therapy was exhausted in one episode. The patient has a very irregular right ventricular (rv) rhythm that is intermittently in the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones and also some are below the zone cutoff rates. A review of the episode in question noted that a quickconvert was given followed by a diverted shock. Following that episode there were alternating committed shocks and diverted shocks. There is no atrial electrograms available; however, it appears the patient is in atrial fibrillation (af) with a rapid ventricular rate (rvr). There are short runs of vt which appear to be non-sustained ventricular tachycardia (nsvt) that would not result in therapy. The caller was inquiring about options to prevent further therapy for this patient. No adverse patient effects were reported.